Event description:
It was reported the patient¿s device displayed the early replacement indicator (eri) during a reprogramming session. The patient had a minor accident in which he fell and it ¿tugged¿ on the system. The patient had lost coverage. The impedance report showed a few electrodes with high impedance. Additional information was requested, if received a follow up report will be sent. The patient has bilateral devices. See MFR 3004209178-2014-02836 for the report of the other device, as it was unclear which stimulator was involved.

Manufacturer narrative:
Concomitant products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).